Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed for drainage and found to be leaking while inside the patient. The device was removed and a second device was opened and tested. The second device was found to leak at the hub as well. This leak is captured and reported under this MDR. A third device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Date of event: (B)(6) 2018 (information was received on 12jun2018) corrected data: the MDR # referenced under the initial MDR should be 1820334-2018-01730. Investigation - evaluation a review of the documentation and visual inspection/dimensional verification/functional test of the devices was conducted during the investigation. The visual inspection confirmed two devices (1 used) were returned and leak testing confirmed the presence of a leak within both devices. All possible measurements were found to be within specifications, however, one of the devices was visually observed to have too many threads showing between cap and hub. While the device failure analysis believes there are too many threads, we cannot confirm this with an exact measurement/specification. This will not be considered a non-conformance. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.